Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis [arthritis]. Joint effusion [joint effusion]. Pain [arthralgia]. Case description: spontaneous report was received on (B)(6)-2011 from a physician regarding a (B)(6) female pt with gonarthrosis. The pt's medical history is significant for hypertension, osteoporosis, lipid metabolism abnormal, previous treatment with suvenyl twice before (one suvenyl series from (B)(6)-2008 unit (B)(6)-2011 and the second suvenyl series from (B)(6)-2011 until (B)(6)-2011) and previous treatment with synvisc (from (B)(6)-2011 with no problem). On (B)(6)-2011, the pt initiated the first synvisc injection of 2 ml into an unspecified knee. The synvisc lot number was not provided. On (B)(6)-2011, the pt experienced joint effusion, arthritis and pain. On the same day, the pt's knee was aspirated of 34 ml of opacity joint fluid, which resulted in improving pain. On (B)(6)-2011, the pt's knee was aspirated of 18ml of opacity joint fluid. On (B)(6)-2011, the pt recovered from "joint effusion, arthritis and pain". On (B)(6)-2011, the pt initiated the second synvisc injection of 2 ml into the knee. Four hours later, the pt again experienced arthritis, joint effusion and pain. On the same day, the pt's knee was aspirated of 23ml of yellow, opacity joint fluid, which resulted in improving pain from level 10 to level 7. Infection test was practiced (result not provided). On (B)(6)-2011, synvisc was permanently discontinued. The pt did not receive the last synvisc injection. On (B)(6)-2011, the pt's knee was aspirated of 20ml of yellow, opacity fluid and corrective medications were administered. The corrective medications included: 25 cc of lidocaine, 500 ml of levofloxacin and 1 ample of an extract obtained from inflammatory rabbit skin inoculated by vaccinia virus. The pain improved from level 8 to level 4. On (B)(6) 2011, the pt recovered from "joint effusion, arthritis and pain". Relevant concomitant medications reported include: alfacalcidol, 1/1 day, which is still continuing for osteoporosis; 12 mg of candesartan cilexetil, 1/1 day, which is continuing for hypertension; 16 mg of azelnidipine, 1/1 day, which is continuing for hypertension; 10 mg of atorvastatin calcium, 1/1day, which is continuing for lipid metabolism abnormal; 75 mg of pregabalin, 2/1 day, which is continuing for pain relief and 17.5 mg of sodium risedronate hydrate, 1/1 week, which is continuing for osteoporosis. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the events of "arthritis and joint effusion" as definitely related. The relationship between synvisc and the event of "pain" was not provided by the reporting physician. Additional information was received on (B)(6)-2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.